Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the doctor said the tissue was cut.

Event description:
It was reported that during a laparoscopic gastric bypass, while attempting to transect the jejunum, the first stapler, with a white reload, no buttressing material, locked out, the knife blade advanced a little and a couple of staples deployed but didn't form. The device was removed from the patient, a plee60a with a gst60w white reload was used on the jejunum and fired successfully. The doctor attached a second white reload to the initial stapler, fired outside the patient on sterile drape, and the same issue of lock out occurred, knife blade advanced a little bit and a couple staples deployed but didn't form. A second like stapler was tried with a blue reload and fired successfully. Another white reload was tried, third white reload, with the second like stapler and the same issue occurred, lock out, knife blade advanced a little bit and a couple of staples deployed but didn't form. The procedure was completed using the plee60a stapler and gst60w white reloads. There were no patient consequences reported.